Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon was inserting the product in the patient when it broke. The product was completely removed from the patient with a grasper. No patient injury or other complications were reported.